Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test, excessive no delivery test, displacement test, displacement accuracy test or verify over delivery bolus anomaly due to motor error alarm. Pump passed idle. Current test and run current test. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and possible over delivery of insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a motor error alarm and reported that the entire insulin in the reservoir was delivered to the customer after a button has been pressed. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer does not want to know her blood glucose reading. Offered ems assistance to the customer and she declined. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.